Manufacturer narrative:
The reported event of increased gradient, aortic stenosis, and valve explant could not be confirmed. A more comprehensive assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Further information regarding this event has been requested. The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
On (B)(6) 2012, a 23mm sjm trifecta valve was implanted. The patient presented with fatigue and increase gradient. On (B)(6) 2020, the valve was explanted due to aortic stenosis, and a 23mm edwards magna ease was successfully implanted. The patient was reported to be in stable condition.